Manufacturer narrative:
Patient's age and date of birth unavailable. The component code and health effect impact code (heic) fields were intentionally left blank. A supplemental MDR to follow upon availability to enter component code 4755 and heic code 4621.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted within the rv lead to provide traction to the lead to aid in its extraction. During the extraction, the rv lead broke and 6-10 cm of lead insulation was left behind (please reference MDR 1721279-2021-00042 which captures the rv lead breaking and the lld being present within the lead at the time). It was reported that the lld was removed from the rv lead in its entirety along with the inner components of the rv lead, before the rv lead remnant (insulation) was left behind in the patient's body. During re-implantation of a new lead, the patient's blood pressure dropped. Rescue efforts began immediately, including use of a rescue balloon. Under fluoroscopy it was determined that there was a right plural effusion. A sternotomy was performed and a superior vena cava (svc) injury was discovered. After examining the svc during the surgical repair, it was thought that during the re-implantation of the new rv lead, the lead perforated an area in the svc that was determined to be thin and friable, created from extraction tools used in the lead extraction. Further information obtained from the philips representative who was present during the procedure stated that although a spectranetics tightrail rotating dilator sheath was in use as well during the lead extraction, the last device in use during the lead extraction (within the area in which the perforation occurred) was a spectranetics 16f glidelight laser sheath. This report is being submitted with the glidelight device as suspect due to the thought that lead extraction tools may have contributed to the thin and friable nature of the svc during the lead extraction procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Added codes: 4755 and 4621.